Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of the consumer receiving a burn is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On 27-aug-2024, a spontaneous report from the united states was received via telephone from consumer regarding a 69-year-old female who used a thermacare lower back and hip heat wrap. On 04-sep-2024, additional information was received from a consumer which has been incorporated into the below report. On (B)(6) 2024, the consumer topically applied a thermacare lower back and hip heat wrap to her lower back. After applying the product, the consumer rode in a car 1 hour back and forth from an event which she sat in a chair leaning on her back. After returning home, approximately 5-6 hours after application, the skin that was under the patch was itchy. She removed the heat wrap. She reached around her back to scratch and noticed wetness on her hand. Her daughter, a nurse, looked at the area and noted it was a burn the size of a 50-cent piece she had another small mark. Her daughter noted the burn seemed deep. She had erythema and pain at the site. On (B)(6) 2024, she went to the doctor's office for another concern, but he looked at the area. The doctor stated it was a burn. He stated it was healing and to keep it clean and dry. For treatment she applied neosporin. She felt that because she was seated with back support for most of the time she wore the product may have contributed to the burn. She did not feel that the burn was overheating. As of the time of the report she had been feeling better. As of (B)(6) 2024, the burn was still present but was improving. She talked to a primary care provider who advised her to come in if the area become worse and to keep it covered. For treatment she had used epsom bath salts. No additional information was provided.